Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide any vocie prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not provide any vocie prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer's device and was able to duplicate the reported issue. The device was returned to stryker product analysis center (pac) for further investigation. The pac technician was able to duplicate and verify the reported issue. Visual inspection of the internal components revealed that the negative wire connector of the audio harness (pin 5) was loose inside the receptacle housing, which is connected to j28 on the main pcb. Therefore, the root cause of the reported issue is determined to be the loose negative wire of the audio harness. The customer was provided with a replacement device. The device was archived by stryker.